Event description:
It was reported to philips that the device's image storage space was low, preventing exposure. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system was unable to perform exposure. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was cancelled by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.